Event description:
The affiliate reported that the device was implanted via v-p shunt to the patient with anencephaly. The patient was under 1 year old. It was noted that the fluid did not flow and pooled in the scalp of the patient. By the diagnostic imaging, the distal catheter was found to be rolled up into the head and located almost near the valve. Only the catheter was replaced with another product.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.